Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Samples were discarded by the customer. Instead, photos were provided and the reported issue was observed however without a physical sample a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the safety device did not engage when the user attempted to engage it. When engagement was manually forced, the needle bent. The needle appears to be too long for the safety device to fit over it, which caused the needle to bend.